Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team arranged to replace the pump and provided the customer with instructions on how to manage the current pump and set up the replacement. The customer was informed about the available training and the steps required for the return and set-up process, with which the customer acknowledged understanding.